Event description:
New information received notes that during the procedure, it was noted that the right ventricular (rv) lead exhibited abrasion, resistance when advancing the locking stylet through the lead and tissue in the proximal portion of the lead that caused slight compression on the lead. The patient was stable.

Event description:
It was reported that the patient presented for a follow up. The patient's right ventricular (rv) lead exhibited increased pacing impedance and noise resulting in non-sustained right-ventricular oversensing (nsrvo) episodes due to an issue on the pace/sense portion of the lead. The patient also experienced inappropriate non-sustained ventricular tachycardia (vt) episodes due to noise. The lead was explanted and replaced. The patient was stable.